Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this ICD was emitting tones, and when the device was interrogated it was determined that the device had reached explant indicator due to capacitor charge time exceeding the limit. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. External visual inspection identified no anomalies. Review of device memory confirmed that the device had reached elective replacement indicator (eri) status due to long charge times. Testing confirmed that an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the device¿s shock charging circuitry resulted in the lengthened charge times that triggered eri. Despite exhibiting extended charge times, the maximum shock energy was still available and therapy availability is not compromised in devices exhibiting this issue. Therapy would have been available to the patient if required, albeit with a somewhat longer charge time. This intermittent connection manifests during capacitor reformations or therapy charges, and was confirmed as the root cause for the device triggering eri.